Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a second murphy eye shaped hole on the connector end of the endotracheal tube. There was no patient harm without any delay in surgery.